Event description:
It was reported that during a lap cholecystectomy, the jaws of the clip applier did not open and did not ligate the vessel. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.